Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted due to placement difficulty. The atrial signal was very small and a good location could not be found. The physician suspected a lead sensing issue and a different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.